Manufacturer narrative:
This reported is being updated to provide investigation findings and additional information provided by the customer. New information is reported in d4 (UDI), h4, h6, and h10. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. Confirm that the video connectors of the camera head are not damaged. Conclusion: the definitive cause of the user's experience could not be determined. Based on the available information the following are the presumed possible causes: since the area where the terminal was buckled inside the endoscope connector socket, and the place where the end of the endoscope connector was chipped coincided, it is presumed that the issue occurred in the following order. When inserting the endoscope connector into the endoscope connector socket of cv-190, the chipping part at the end of the endoscope connector was caught in the terminal inside the endoscope connector socket of cv-190. Because the endoscope connector was inserted further in a condition where it was caught, the terminal inside the endoscope connector socket of cv-190 was pushed to the back, and the terminal was buckled.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported . The definitive cause of the customer's experience can not be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals the following: user's report of no image is confirmed. This is due to a broken in the video connector. Tested by connecting to a ltf-vh scope which displayed no image. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing a visera elite video system center for an unspecified procedure, when camera heads are connected to the paddle connection on the device, no scope image displays. A different device was used to complete the procedure. There was no impact to the patient as a result of this occurrence.